Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that there was the possibility that the reported phenomenon was attributed to the failure of the ccd or the electrical circuit board of the video connector or the malfunction of the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image of the subject device on the monitor became black out and could not be restored. There was no report on when this event occurred, and there was no report of patient injury associated with this event.